Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [concentration unknown] at a dose of 4.061 mg/day and morphine [concentration unknown] at a dose of 6.019 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on 2016-dec-28 that the patient was getting a code on the personal therapy manager (ptm) of 8474 ¿pump reset.¿ the code was seen on saturday (B)(6) 2016 ¿or maybe sooner than that¿ ¿last weekend.¿ the code was unresolved on the call. It was noted the patient called her managing physician. It was indicated that the patient was not feeling well and had been gradually getting worse ¿since last week (B)(6).¿ the patient went to the hospital and they did x-rays of her stomach and chest to see what the issue was but the patient was still not feeling well. It was noted the patient was seen by her managing physician on (B)(6) 2016 and he did an injection for pain in the tailbone and they decided to wait until (B)(6) 2017 for the refill because the ptm showed the pump was fine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the consumer indicated the error code ¿8474¿ was first noticed on the personal therapy manager (ptm) as it was not routine for the patient to use the ptm. The code was dismissed as being relative to the ptm only and not a function of the pumps mechanics. It was noted the injection was to increase morphine levels in an effort to reduce the need for oral percocet. The results of the x-rays of the stomach and chest were normal. The new pump was surgically replaced on (B)(6) 2017. It was further reported prior to the 8474 code first noticed on the ptm on (B)(6) 2016, there had been no changes to the patient¿s therapy or device since the last refill on (B)(6) 2016. Beginning (B)(6) 2016 , the patient was feeling well, but went to the doctor¿s office for a small ¿trigger¿ injection to help with the pain experienced over a small scared area that appeared following the patient¿s coccygeal surgery in 2012. The procedure went as planned and the patient was already scheduled to return on (B)(6) 2017 for a routine pump refill. The doctor did not check or make any adjustments to the implanted morphine pump. Normally, it was the patient¿s habit to use the ptm as an additive to the morphine drug levels that the doctor had established after several years in his care. However, in the days following the ¿trigger¿ procedure, (B)(6), the patient chose to test the ptm¿s usefulness as an additive bolus in the hopes that a slight increase in morphine levels might fee the patient from having to take additional percocet for pain relief. At first the ptm behaved normally, but after a couple of bolus injections the patient started to have some difficulty syncing the ptm with the implanted pump. It would start and then black out before the bolus injection was complete. After several incomplete tries the code ¿8474¿ popped up for the first time with no explanation or apparent means for investigating the seriousness of the event. Since no recognizable symptoms of illness and normal pain levels for the patient of ¿3-5¿ the patient assumed the problem was related only to the ptm and was not an indication of a problem with the implanted device. The patient dismissed the event as non-problematic and decided to move on with preparations for christmas. On the morning of (B)(6) 2016, the patient began feeling very ill and went shopping for a couple of last minute gifts only to return home quickly and finding it difficult to drive. Still thinking the symptoms would pass, the patient waited until the last minute, around 7pm on (B)(6) to call their daughter and cancel our plans for (B)(6). The illness was escalating faster now and it became intolerable and difficult for the patient to function or deal with life at any normal level. Still hoping it would pass, the patient spent the next sleepless nights very ill and with no fever, but constant diarrhea, yawning, and the feeling of steel pins and needles in face and forearms. The patient had no appetite, was not thinking clearly, and could not get out of or find any comfort lying in bed. On the afternoon of (B)(6) 2016 the patient still believed it was probably the flu, food poisoning or virus with no fever and still somewhat normal pain levels now at ¿4-5¿, called their daughter who came immediately to check on their progress. Together they reviewed the patient¿s symptoms and she began to treat the patient with over the counter flu medications and pedialyte. The patient quickly vomited and now frightened and sure the patient¿s blood pressure was climbing higher she called 911. The patient¿s blood pressure was 240/140 when the emt arrived. Minutes later, they went by ambulance to the hospital. The patient felt worse than they every had in their life. The patient was yawning constantly, losing bladder control, and experienced dry heaves every 20-30 minutes. In the emergency room (e.r.) The patient was worked up for possible infection or viral flu of some type. They were very careful to inform all concerned that the patient had an intrathecal morphine pump implanted in the spine. In fact, the ER doctors had read notes from the previous admission and allowed the patient to take normal doses of percocet to keep pain under control while in the ER. There were no indications that the pump was malfunctioning and because of the more urgent turn of events, the patient had completely forgotten about the ¿8474¿ code a few days earlier. At 10 pm, the patient was released from the hospital with no definitive diagnosis. All labs and x-rays were normal and the recommendation was to let whatever it was to run its course. Somewhat disappointed, but resigned to wait it out, the patient¿s daughter took the patient home. For the next couple of days, (B)(6), the patient began to self-treat for the flu as suggested by the ER doctors, but was feeling even more miserable and pain was escalating out of control (6-9). Once again, the patient decided to try a bolus injection with the ptm. This time the error code, ¿8474¿, appeared immediately. After a couple more failed attempts and feeling very sick, the patient realized it was now imperative that they get out of bed to find out exactly what the ¿8474¿ number meant and to call the doctor¿s office for advice. They gave the patient a number to call and after answering several telephone prompts with an unclear head, the patient spoke to the representative and after answering a few more questions told the patient that their pump had reset and insisted that they seek treatment immediately. That afternoon, on (B)(6), the patient¿s daughter once again drove to the doctor¿s office which was an hour away from the patient¿s home and about to close for the day. The doctor quickly confirmed that the patient¿s illness was not infectious, but morphine withdrawal, due to an unexplained pump reset that happened at 2:00 am the morning of (B)(6). The pump's history indicated a need for battery replacement within the next 8 months, but there were no signs of an alarm, which they tested, or urgent signals that would indicate a major fault with the device. The doctor immediately reset the patient¿s pump, checked to make sure it was operating properly and gave the patient a bolus dose of morphine to relieve the symptoms. Additionally, he began processing procedures with the patient¿s primary doctor and the manufacturer for pump replacement as soon as possible. The patient left his office around 7 pm with prescribed drugs for nausea and was reassured that barring any more unforeseen problems, the symptoms would subside and the patient could return for the pump refill on (B)(6) as planned. The patient spent the next day, (B)(6), feeling more comfortable and hopeful that the problem had been resolved. Shortly after 5:00 pm, however, the patient decided to check the ptm one more time to make sure it was working and not too late before the (B)(6) weekend would begin. Much to the patient¿s surprise, the code ¿8474¿ appeared again with no alarm or indication of a pending problem. Now in a panic and knowing she would probably go into the new year in morphine withdrawal again, the patient reluctantly called their daughter who called the doctor for instructions and prescriptions to obtain enough oral drug to keep the patient stable through the holiday to (B)(6) when the pump could be surgically replaced. Unfortunately, even with oral morphine medication, the patient slipped back into withdrawal and spent a very difficult few days with their daughter's family waiting for surgical replacement of the morphine pump. On (B)(6) 2017, the patient was cleared by their primary doctor and on (B)(6) 2017 was scheduled. The patient had my pump refilled and a new pump surgically replaced and secured. The patient was at last stable, titrating their morphine dose and back on the road to a full and possibly better recovery. The patient was scheduled to see the doctor again on (B)(6) 2017. This was the patient¿s fourth pump replacement (all of which were implanted by another specialist in CT} due to surgical failure or some failure of the pump's mechanics. The patient thought they had experienced all the possibilities of malfunction. The patient¿s pain stemmed from a fall backward down an escalator more than 11 years ago. They would never be pain free,but this experience did remind the patient that the pump was undoubtedly important for the quality of their life. In future, the patient would like to suggest that more information regarding these codes be made available to the patient and medical personnel responsible for these types of emergencies. When it was necessary, they could not find any reference for the codes in the patient manual that was included with their ptm. Instead, the patient found a list of codes, but not much more information in a small <(><<)>5 page addendum booklet that was there as an aside. In a crisis, when the patient was experiencing symptoms of catastrophic magnitude and not thinking clearly, it was very difficult to find this information in a timely manner then give that information to someone who understands its importance for treatment. Had it been more available, the patient might have been (as well as the emt and/or ER staff) more aware of the possibility of morphine withdrawal, not have dismissed it only as a function of the ptm, and understood that it could be relative to the function of the implanted device itself. This would have saved the patient all time, money and discomfort going forward. Notes from the emergency room were also provided and indicated the patient¿s sugar level, electrolytes, and kidney and liver function tests were normal. The patient¿s urinalysis was also negative. The pump logs were provided last examined at (B)(6) 2016 and showed the patient was receiving intrathecal morphine 15 mg/ml and bupivacaine 10 mg/ml in minimum rate mode. The pump status after update last change (B)(6) 2016 showed a 1500% increase the patient was receiving morphine 1.499 mg/day and bupivacaine 1.000 mg/day. The low battery reset occurred on (B)(6) 2016 at 01:56 and the pump was in safe state. Refer to manufacturer reports regarding previous replacements: 3004209178-2010-10855, 3007566237-2017-00654, and 3007566237-2017-00655.

Manufacturer narrative:
Analysis of the pump found battery high resistance.

Event description:
Additional information was received. It was reported that the manufacturer representative has the pump to return. It was also stated that the root cause for the return was due to the 8474 'pump reset' code and symptoms the patient previously experienced. It was unknown what further troubleshooting was performed but the patient received a new pump and was receiving therapy.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer. It was noted the symptoms experienced related to the failure included diarrhea, vomiting, nausea, sneezing, chills, sweats, dry mouth, body aches, yawning and increased pain. The patient had a history of opioid withdrawal chronic and was in the emergency room with symptoms of opioid withdrawal for the previous four days. The patient came into the office on (B)(6) 2016 and reported that she had been feeling overmedicated. She indicated that the medications and the intrathecal pump were at a severely high level. She requested a reduction in the setting. Due to the withdrawal, the patient did require oral medications and also oral clonidine to help with the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.